Event description:
It was reported that during use on a mannequin, the autopulse platform displayed a user advisory 2 (compression tracking error) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform/battery in complaint was returned to zoll on 09/18/2013 for investigation. Investigation results as follows: a review of the platform archives was unable to verify the customer reported complaint of ua2 (compression tracking error) on the reported incident date of (B)(6) 2013. The platform was not used on the reported date and there were no ua2's exhibited. However, ua12 (lifeband not present) occurred on (B)(6) 2013. Also, during functional testing of the platform, a ua12 was observed. Additional testing found that the drive shaft was not locking when the lifeband was installed. The integrated encoder gearbox was found to be the root cause of the ua12. Upon replacement of the gearbox the ua12 was resolved. In summary, the customer reported complaint was not confirmed based upon a review of the platform archives, and through functional testing. The platform passed all final functional testing.